Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. Correction: d10 - device available for eval, h3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 05dec2019 it was reported that the device would not be available for return, as it had been discarded by he facility.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: cook received a voluntary medwatch from (B)(6) hospital (ohio) stating that the wire guide in a c-utpty-1400-wayne-112497-imh (wayne pneumothorax tray) from lot 9651454 stripped apart during a procedure in (B)(6) 2019. The 87 year-old male underwent a pigtail catheter insertion for a right sided pleural effusion. When the physician withdrew the wire guide from the catheter, it got stuck and stripped apart. The physician removed the chest tube and wire guide. They confirmed via x-ray that the entire wire had been retrieved. The facility did not report adverse effects to the patient. The customer was unable to provide additional information regarding the failure and the patient's outcome. A review of the documentation, complaint history, device history record, instructions for use (IFU), and quality control were conducted during the investigation. The visual inspection of the complaint device could not be completed as the device was not returned for investigation. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the acceptance criteria for all test and studies were met for this rpn. A review of the device history record and a database search found no other nonconformances or complaints associated with the device lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "3. Insert introducer needle through the incision into pleural cavity. 4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15cm. 5. Remove the needle, leaving wire guide in place." After placing the catheter, the user should "remove the wire guide and catheter obturator." Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause was established as component failure without a design or manufacturing deficiency. It is unknown if the wire had been manipulated through a needle prior to the withdrawal attempt or if the device was damages or kinked during initial insertion. Patient anatomy or user handling could also have contributed to this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: event occurred sometime in (B)(6) 2019. Occupation: risk manager. Report source: FDA 3500a 3600840000-2019-8016. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that after a pigtail insertion for larger right sided pleural effusion, a guide wire in the wayne pneumothorax tray stripped apart. An (B)(6) year old male presented with a large, right-sided pleural effusion on the first post-operative day for a coronary artery bypass grafting (CABG) and aortic valve replacement. When the guide wire was being pulled out of the pigtail chest tube, it became stuck within the catheter. When the doctor pulled the guide wire harder, it "stripped apart". The entire chest tube was removed, and an x-ray confirmed that the device was removed intact from the patient after the wire had stripped. No other adverse effects have been reported for this incident. Additional information regarding patient and event details have been requested, but have not been made available at the time of this report.